Event description:
It was reported, the patient had a battery replacement on 2013 (B)(6) and at the time of report the patient didn¿t feel stimulation. It was stated, the stimulation was on and at program 4 at 8.5v. It was noted, the patient did not have therapeutic benefit and the time of call. Reportedly, the patient had tried programs 1,2,3 and 4. It was later reported that the cause of the event was unknown. It was noted that four leads gave good bellows and toe response and the amplitude for the response was high. It was reported that impedance was normal ¿in only half the leads.¿ the patient outcome was noted as non-serious illness or injury. It was reported that the patient contacted the manufacturer to discuss the device not working.

Manufacturer narrative:
Product ID neu_unknown_prog, serial# unknown; product type programmer, physician product ID neu_unknown_lead, serial# unknown, implanted: 2013 (B)(6); product type lead. (B)(4).